Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(6). (B)(4). Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Impaction of the object with the basket is listed in the web extraction basket instructions for use as a potential complication. The instructions for use also warn the user that surgical intervention may be required if stone impaction occurs. Prior to distribution, all web extraction baskets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician used a cook web extraction basket. The physician used the basket to capture a stone. When the basket was tightened, the wires broke. A section of the basket remained in the pt's body. A nasobiliary accessory was placed to allow drainage. The pt was transferred to a different hospital for surgical removal of the detached section of the basket. Add'l info regarding pt impact and product usage has been requested but has not yet been provided. The complainant did not specify if the pt experienced any adverse effects due to this occurrence.